Event description:
There have been four reports of incorrect troponin results in a three week period all using the same chemistry analyzer. Patient 1: the troponin result was reported as 0.18 and when it was retested it was really 0.04. The error was detected because the result was not consistent with previous results. The results had been released. The patient was admitted with chest pain/shortness of breath and increased troponin level. The patient was given aspirin and heparin. The patient had an echo test and was scheduled for a cath procedure. The doctor was consulted. The unit was notified when the error was detected. The error occurred on the bayer centaur analyzer and the company was notified. The analyzer was taken out of service. Patient 2: troponin result was reported as 0.15 and when repeated was really 0.06. The error was discovered because the result was not consistent with previous results. The incorrect value was reported and a cardiologist consulted but no treatment was administered as a result. The error occurred on the bayer centaur analyzer. The company was called and the instrument was taken out of service. The unit was notified of the error. Patient 3: erroneous troponin result of 0.10 ng/ml was released to the emergency department. Subsequent troponin result was <.2 ng/ml. When the first specimen was pulled and repeated, the result was <0.02. The nurse was notified of the error. The patient was admitted with shortness of breath and copd, not due to the troponin result. The centaur was the instrument involved in the error. The error was reported to the company. Patient 4: elevated troponin result was released due to instrument error. The error was discovered when another specimen on this patient was tested. The result of the second specimen was 0.02. The first specimen was retested and found to be <0.02. The nurse was notified of the error and the result was corrected. The patient was not treated for the elevated troponin result first reported. Bayer has been in to investigate this problem. A 1000 test precision was performed. Bayer has contacted us with recommendations. They recommend we repeat samples that are between 0.08 and 0.50 for a period of 6 weeks. We are also going to rim the tubes prior to spinning them to remove any micro clots that may be in the sample. We have had a few heparin lithium tubes that have small fibrin clots in them lately. We feel that this may be in part due to improper mixing when the specimen is collected.